Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had a possible occlusion. The customer's blood glucose was 165 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery. The customer stated that she treated with the pump. The customer was advised to change the infusion set as soon as possible. The reservoir was not returned for analysis.